Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse performed fiber troubleshooting and found the patient setup joint (psuj) was causing fiber errors. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that a non-recoverable fault was received and the customer safely removed all instruments and power cycled the da vinci system, after which the error did not recur at the time of the call. The customer received phone assistance from the technical service engineer (tse). The customer was advised by tse that the error could return and that the affected arm should be disabled and the procedure continued as a three-arm system configuration; however, the customer indicated all arms were needed and chose to continue using the system as configured, with the option to call back if the issue returned or if the patient side cart was swapped. The procedure was completing as planned with no reported injury.